Event description:
It was reported that the customer was hospitalized due to high blood glucose and a stroke. Customer was released to a nursing home and readmitted to the hospital with elevated blood glucose and passed away. Caller stated that the customer was not wearing the insulin pump at the time of passing because it was removed at the time of hospitalization. Caller stated that the caused of death may be diabetes complication, but the death certificate has not arrived. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.